Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during normal use. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act button due to corroded keypad traces. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corners, stained address/serial number label and missing end cap sticker.